Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record could not be performed as the lot number was unknown. Investigation conclusion: complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Root cause description: since, an investigation could not be performed bd was unable to determine a possible root cause. Rationale: the manufacturing facility has been notified of this event but without a sample no corrective actions could be identified.

Event description:
It was reported that unspecified bd¿ intima-ii catheter leaked. The following information was provided by the initial reporter: the patient was admitted to hospital on (B)(6), 2020 due to "upper abdominal pain for more than 12 hours". The diagnosis was: 1. Acute cholecystitis 2. Gallstone. After admission, cefenicept and ornidazole were combined with anti-infection, tritaviline spasmolation treatment, and elective surgical treatment. In hospital at noon, when infusion nurses to prepare items for patients in the process of transfusion exhaust, closed venous indwelling needle is found to the junctions between the tube and the IV leakage, examination revealed a small trachoma here, promptly removed from discharge needle, replace needle, after check in good for patients with venous indwelling transfusion treatment, not delay the normal treatment.